Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient since 2024-09-30 to date. The event occurred on 2024-11-04, (35 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, sn (B)(6) and the pump was produced according to our specifications.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report on a weekly update that the patient being supported with an excor pediatric vad system had elevated ldh levels. The patient's ldh value increased from 1160 u/l to 3124 u/l. The site reported hepatic dysfunction. The ast level was elevated from 40-60 u/l to 192 u/l and alt level was elevated from 5-25 u/l to 55 u/l. According to the site, the excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) performed as intended with complete fill and ejection and functioned as intended for the clinical condition. There were no abnormal sounds from the pump.